Event description:
It was reported that a spectrum iq infusion pump had an issue of does not push liquids. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, doesn't push the liquids was reproduced as system error 616. A review of the event history log revealed multiple occurrences of system error 616 messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear case . The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.